Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2026, and reimplantation is planned but has not taken place at the time of this report. Tissue sample was taken for analysis but the result has not been made available as of the date of this report.

Event description:
Per the clinic, the patient developed a skin wound, inflammation and infection over the implant site. The patient was treated with oral antibiotics (specific date and duration not reported); however, the issue did not fully resolved. The patient have also suspended the device use for 10 days (specific date not reported). On (B)(6) 2025 (specific date not reported), the patient was once again treated with antibiotics (specific type, date and duration not reported). The patient then experienced skin redness due to magnet too strong; thus the strength of external magnet was exchanged to the lowest possible. The patient was then hospitalized on (B)(6) 2025, for treatment with IV and oral antibiotics. The implanted device remains. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.